Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during use, inside the patient, the impactor portion separated from the shaft. The procedure finished with the same device. No surgical delay. Patient injuries were not reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clincial/medical team concluded, per complaint details the impactor separated from the shaft during the thr procedure; however, reportedly the procedure was successfully completed with the same device without delay. The product evaluation cited likely fatigue loading of the weld as the root cause and the device showed significant signs of wear/usage. Patient impact beyond the reported device separation would not be anticipated as there was no patient injury alleged and no surgical delay reported. Therefore, no further medical assessment is warranted at this time. A visual inspection confirmed that the impactor failed as result of a weld failure at the strike plate. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The device was manufactured in 2012. This failure mode has been previously identified. The device shows significant signs of wear/usage. Since the manufacturing of the complaint device, design and process changes have been implemented to eliminate/reduce the occurrence of this failure. The returned product was produced before this change was in effect. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.